Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension.

Event description:
A company representative reported that there was an opened circuit on the left side. It was indicated that three of the contacts were out of range at 3v and one was low at 42 ohms. The patient had pain on the left side of their neck/ head but patient's extensions were tunneled on their right side. The pain went away when the stim turned down around 1v or off. The patient has been having balance issue and has had several falls. Rep stated that with one of the falls, patient banged their head in general area of the extensions. They were going to perform a revision but rep did not know the date at this time. They were planning to replace the left extension and possibly the right extension. They would also test the lead intra-op. The indications for use for this patient were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.